Event description:
Pt complained of pain. On the post op x-ray, there was a clear zone of osteolysis around the shoulder of the femoral component. During surgery, it was noted that the liner was not in fact fractured, but had worn dramatically superiorly and as a result of the metal head articulating against the metal cup, there was massive metallosis present.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.